Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge; however, it could still provide power to a controller. Supplemental testing revealed a defective transient voltage suppression (tvs) diode which prevented the battery from charging. As a result, the reported event was confirmed. The most likely root cause of the reported event may be attributed to a defective diode. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging and was flashing red lights on the ports of the charger. The battery subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.